Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and a motor error in the past. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump alarmed compromised force sensor system while trying to change the reservoir. The customer stated that the drive support cap was normal and was unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Compromised forced sensor alarm during the basic occlusion test due to moisture damage inside the fsr. Moisture damage found on the motor and lcd board also. Pump passed the displacement test. Unable to confirm motor error alarm or perform the prime test, occlusion test and no delivery test due to compromised forced sensor alarm. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.